Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by the fresenius regional equipment specialist (res), who could not duplicate the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) was higher than the set goal during use of a 2008k hemodialysis (hd) machine after the initiation of the patient's treatment. It was confirmed that there were no adjustments made to the patient¿s uf goal, rate or time, and confirmed the uf was not turned off at all during treatment. The patient was able to successfully complete treatment on the machine. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. The biomed confirmed that the machine had not yet returned to service. Additional patient and machine information was requested but was not available.